Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information from the legal manufacturer regarding the final investigation. As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations. The device was returned to the service center for evaluation. The customer¿s complaint of ¿intermittent¿ image was confirmed. A bad image was noted with a180 scopes due to a faulty patient board set and printed circuit board. The unit¿s ventilation system was found to have heavy dust and debris that clogged and blocked the ventilation. The video connector latch was found worn out causing a poor connection. The unit was equipped with outdated software. There was normal wear on the unit¿s housing. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the unit was delivered to the customer on march 22, 2016. The lm reported that the most probable causes for the reported event are as follows: after the fse sent the videoscope cable, it was speculated that there was no problem with the device and that it was a problem caused by the videoscope cable, because there was no information on the repair estimate. ¿ cut off images. It was presumed that the cause was damage to the contacts and internal cables caused by the user's application of force such as excessive bending, pulling, twisting, or crushing to the electrical contacts. The legal manufacturer reported that this may have prevented handling of the videoscope cable was described below in the instructions for use. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If you remove the video connector, hold this product with your hand to prevent move. Pull out the video connector of the scope cable while pushing the lock release lever of this product. Hang the removed video connector on the scope cable holder. Do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. Do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Confirmation of the current product. The current product is not sent to shirakawa plant, so the current product cannot be checked.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determine at this time.

Event description:
The service center was informed that during preparation for use, the image intermittently displayed on the video system. The user facility reported that several scopes and several pigtails were attempted with the video system with no resolution. There were no other devices involved in the event. There the scheduled unspecified procedure was completed with a similar device without delay. There was no patient injury reported.